Manufacturer narrative:
Isi has not received the stapler 45 instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the instrument log was performed. Per the review, the following was confirmed. The instrument was last used on (B)(6) 2022 on system (B)(4). The instrument had 46 uses remaining after its last use. No image or procedure video was provided for review. This complaint is being reported due to the following conclusion: it was alleged that the endowrist stapler failed to unclamp. Medical intervention may be required in the event that the stapler fails to unclamp from tissue when commanded by the user or system. At this time, it is unknown what caused the unclamping event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information in was either unknown, unavailable, not provided, or not applicable. Device expiration date for was left blank. The product is not implantable.

Event description:
It was reported that the stapler 45 instrument did not release after firing. An emergency key was used. There was no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.

Manufacturer narrative:
Evaluation information can be found in the following fields: intuitive surgical, inc. (Isi) received the stapler 45 instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation did not replicate nor confirm the customer reported complaint. A review of the logs showed that the stapler 45 instrument was never fired or passed initialization on its last use on 27-may-2022 with system sk1046 due to shorting of the pins. The instrument was placed on the system for multiple attempts. There was no difficulty removing and installing the instrument through various stapler cannula. The levers were still present on the instrument was were easily depressed to remove the instrument during disengagement. The logs did not show any warnings for the use of a stapler release kit (srk) or the use of the emergency stop button. Additional observations were also identified: a review of the logs showed error 1164 for the last date the stapler was used. The error indicated ¿the pins inside the stapler or the pins on the cartridge are shorted. This may be due to a staple being stuck in the jaws of the stapler instrument, or a bad cartridge¿. The stapler 45 instrument was found to have a loose stapler from a reload stuck in between the grip housing. This would cause difficulty installing and recognizing a brand new reload. The instrument was placed on the system and did not complete the initialization process. The loose staple was removed from the grip housing and the instrument was placed back on the system. No initialization failures or errors/faults occurred. The instrument moved intuitively with full range of motion in all directions, the grips opened and closed properly, and clamp and fire tests passed.

Event description:
Refer to h10/h11 for follow-up information.